Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail jr 6f. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported unstable stent appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal right coronary artery that was non tortuous, mildly calcified and 80% stenosed. After pre-dilatation and intravascular ultrasound (ivus) were performed, a 4.0 x 12mm xience sierra stent delivery system (sds) was advanced to the target lesion. The physician commented that the stent looked like it had shifted proximally with ivus, so the sds was removed. The procedure was completed using a 4.0 x 12mm non-abbott stent. There was no report of a clinically significant delay in the procedure and no patient effect caused by the device. No additional information was provided.